Event description:
A malfunction on the pump was reported. There was no reported impact on the customer's blood glucose level. Technical support provided information to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction recurred.